Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant air in line alarm" was not reproduced. Evaluation reproduced a reload set (air detector) alarm with a loaded set. A review of the event history log revealed "reload set" messages during the last days of use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a reload set alarm. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Evaluation determined the customer issue as a reload set alarm which if this malfunction were to recur would not result in serious injury. This alarm occurs upon pump-tubing set-up (tubing loading) and would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.